Manufacturer narrative:
Follow-up # 1 ¿ (01/01/2015). The patient¿s meter has been returned on 12/16/2014 and evaluated by lifescan product analysis on 12/19/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) to report that her onetouch 2 read inaccurately high compared to his usual results/feelings. The complaint was classified based on the customer care advocate (cca) documentation. On an unspecified date and time prior to contacting lfs the patient reportedly obtained an inaccurate high blood glucose reading of ¿138mg/dl¿ with the subject meter, compared to 108mg/dl on another meter tested within 30 minutes of each other. The patient does not take any medications to manage her diabetes. The patient confirmed that ¿around sept¿ she took less food/drink as part of her usual diabetes management regimen in response to the alleged product issue. The patient claimed on an unspecified date and time after the alleged inaccuracy, she experienced the symptoms of ¿shaky¿. The patient denied receiving any treatment. At the time of troubleshooting, the caa verified the subject meter¿s unit of measurement was set correctly; however the caa noted that the test strips that were used at the time the alleged issue occurred were past the expiry/discard date. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the patient did suffer symptoms suggestive of a serious injury after the alleged product issue began. The alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. However, there is no evidence the device malfunctioned as the alleged test strips were past their expiry/discard date.